Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary half height 6.1 all pockets had a duplicate address. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) aux half height (hh) 6.1 had duplicate addresses within the same drawer. So, the fse assisted customer recovering all failed pockets. After that the customer replaced all the cubie pockets in drawer 6.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.